Event description:
It was reported that the patient underwent a surgical procedure to treat an incisional hernia on (B)(6) 2011 and mesh was used. The patient experienced complications and she has undergone additional surgeries and revisionary procedures, including surgery in (B)(6) 2012. No additional information is provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - unspecified complication. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.